Event description:
It was reported by customer that end of infusion alarm occlusion, and air-in-line alarms all sound the same, leading to alarm fatigue. There was patient involvement, but no harm.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had alarm fatigue was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.